Manufacturer narrative:
The sheath was not returned to edwards lifesciences for evaluation. A review of imagery provided showed the following: introducer was inserted through the sheath; sheath distal tip was split; the access vessel (right femoral/iliac arteries) had presence of calcification and tortuosity. Due to the unavailability of the device, engineering was unable to perform any visual, functional, or dimensional analysis; therefore, a manufacturing nonconformance was unable to be determined. During manufacturing, the sheath shaft components were 100% visually inspected for any defects. During the manufacturing process the esheath final assemblies were 100% visually inspected by both manufacturing and quality. Furthermore, after sterilization, the sheath was tested and inspected on sample devices from each lot under a sampling basis during product verification (pv) testing. The inspections and tests described above support that it is unlikely a manufacturing nonconformance contributed to the reported complaint. A device history record (DHR) and a lot history review were unable to be performed as no work order was provided. A review of the complaint history from april 2020 to march 2021 revealed additional similar complaints for sheath distal tip split for esheath (all models and sizes). The complaints were confirmed, but no manufacturing non-conformities that would have contributed to the reported events were identified. Available information suggested that patient and/or procedural factors may have contributed to the complaint events. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. Per the instructions for use (IFU) for the esheath, sheath introducer set preparation: unpack edwards esheath introducer set and visually inspect for damage. Note: take care not to bend, pinch, or flatten when unpacking and handling. Do not use if packaging or any components are not sterile, have been opened or are damaged (i.e. Kinked or stretched). Gently flush dilator through guidewire lumen with heparinized saline. Wet entire length of sheath and dilator(s) with heparinized saline. Gently flush sheath through flushport with heparinized saline until filled and close stopcock to sheath. Note: keep distal tip of sheath elevated while flushing to ensure complete flushing. Advance a dilator fully into sheath housing using short movements until it stops. Note: keep distal tip of sheath elevated while advancing dialator. Just prior to handing over to operating physician, advance a dilator fully into sheath housing using short movements until it stops. Note: check tip to ensure sheath has not prematurely opened. Caution: do not re-flush sheath after advancing dilator. Additionally, the procedural training manual on edwards esheath introducer set states, the 14f sheath is to be used with a minimum vessel diameter of 5.5 mm. Caution: use caution in tortuous or calcified vessels that would prevent safe entry of the introducer set. Sheath insertion: hydrate sheath but do not wipe off hydrophilic coating. Insert the sheath with the edwards logo facing upward so the seam remains down to ensure proper sheath performance. Ensure the sheath and dilator remain together during insertion at all times. Insert slowly with continuous motion to minimize friction. Ensure fully expandable portion remains completely within the vessel for proper hemostasis. Ensure the sheath tip is inserted beyond the renal arteries. Once inserted, remove dilator and suture sheath in place. Note: do not use if the sheath is damaged (i.e. Kinked or stretched). Note: do not flush sheath with either dilator or delivery system inserted. Push force can vary due to angle of access and insertion, vessel diameter, tortuosity and degree of calcification. Perform shallow stick/puncture so that sheath is parallel to leg. Do not over-manipulate the sheath at any time. No IFU/training deficiencies were identified. A review of the risk management documentation was performed, and the reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of the failure mode is not required at this time. The complaint for sheath distal tip split was confirmed based on the provided photos. A review of the DHR, lots history, and complaint history did not provide any indication that a manufacturing non-conformance would have contributed to the complaint. Review of manufacturing mitigations supported that the sheath has proper inspections in place to detect issues related to the reported event. A review of the IFU and training manuals revealed no deficiencies. Furthermore, no abnormalities were observed during device unpacking or preparation. As reported, 'you can see the first picture showing the damaged proximal lip of the esheath. The damage was caused by calcium in the patient's iliacs that caught the lip of the esheath. Feeling that damage to the esheath may have occurred' and that the 'perceived root cause of the reported event (e.g. By the operators, ew rep, initial reporter) was calcium'. Imagery of patient's anatomy showed that the access vessel had presence of calcification and tortuosity. Provided device related photo reveals a split at the distal tip. This can be indicative of calcium nodules within the vessel interacting with the sheath during insertion/advancement. The presence of calcification can create a challenging pathway for sheath insertion, as it can damage the distal tip, such as splitting it, through contact with the sheath. Available information suggests that patient factors (calcification) likely contributed to the reported event. Since no product non-conformances or IFU/training deficiencies were identified during evaluation, a product risk assessment escalation and corrective/preventative action are not required.

Manufacturer narrative:
Investigation is ongoing.

Event description:
2as reported, during a transcatheter aortic valve replacement (tavr) procedure with a 23mm sapien 3 ultra valve, a sheath distal tip split was noted due to calcium in the patient's iliac which caught the lip of the esheath. The sheath was removed and the vessel was dilated with a 16fr dilator, and then passed a new esheath without incident. There was no injury to the patient.